Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported suture tightened and unable to move could not be confirmed. The monofilament and key components were not returned with the device. Based on visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot indicated did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a proglide device after a coronary interventional procedure. Reportedly, when the physician attempted to harvest the suture limb, he was able to pull the entire suture out of the device but found the suture was tightened and would not move. The device was removed and hemostasis was achieved using manual arterial compression. There was no adverse patient sequela and no clinically significant delay in the procedure. The physician is reported to be trained in the use of the proglide device. No additional information was provided.